Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A73761(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stent placement (surgery) in 2012, herpes nos ((B)(6) 2010: positive for herpes type 2) in 2010, multigravida (g4 p3013), vaginal delivery (she had spontaneous vaginal delivery x 3 and an ab x 1) and cholecystectomy. Previously administered products included for back pain: motrin; for an unreported indication: mirena in 2010 and birth control pills. Concurrent conditions included parity 3 (understands irreversible and the pregnancy rate is 1%. G4 p3013), nausea since (B)(6) 2013, ovarian cyst since (B)(6) 2013, sickness since (B)(6) 2013, dizzy since (B)(6) 2013, loss of weight since (B)(6) 2013, memory loss since (B)(6) 2013, uterine prolapse since (B)(6) 2013 and dysmenorrhea since (B)(6) 2014. Concomitant products included sertraline (zoloft) since 2013 for fatigue and anxiety, ibuprofen (motrin) and oxycocet (percocet) for pain as well as nsaid's and oral contraceptive nos. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), migraine ("migraines / headaches (event splittef for coding)"), headache ("migraines / headaches (event splittef for coding)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder/urinary (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:bladder/urinary (event splitted for coding)"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ cramping"), abdominal pain lower ("severe cramping"), endometriosis ("endometriosis"), abdominal distension ("bloating") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent one or more surgeries to remove essure,(B)(6) 2014 hysterectomy(full), (B)(6) 2013 laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia and abdominal distension was resolving, the vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, depression, headache, tooth disorder, allergy to metals, fatigue, weight increased and uterine haemorrhage outcome was unknown, the alopecia had resolved and the endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: this is a 21-year-old gravida 4, para 3, who presented for evaluation of persistent pelvic pain, abnormal uterine bleeding, dysmenorrhea, and dyspareunia. The patient states this occurred since placement of the essure procedure. Essure was placed with 2 coils on the right and 1 coil on the left without difficulty. At the end of the procedure, there was a bleeder from the right tenaculum site which was sutured with 2-0 monocryl and a bleeder from the ectocervix which was controlled with ring forceps with some pressure. At the end of the procedure, there was no excessive bleeding. She was taken to the recovery room in good condition. Right: 2 coils and left 2 coils essure stop date was updated from (B)(6)2014 to (B)(6) 2014. Removal details, procedure: robotic assisted total abdominal hysterectomy with preserve the ovaries/ robotic assisted hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion underwent one or more surgeries to remove essure, (B)(6) 2014 hysterectomy (full), (B)(6) 2013 diagnostic laparoscopy. It was reported that patient didnot receive any treatment for weight gain and hair loss specifically. Root canal, pulled teeth and dental fillings was performed for dental problems. Approximate weight at the time of essure placement 166 lbs. On (B)(6) 2012, pelvic exam (ultrasound). On (B)(6) 2013, plan-essure, possible bps. She will continue on generess for 3 months until the hcg confirms blockage on (B)(6) 2013, gynecological ultrasound report background: indication: pelvic pain. Type of ultrasound performed: transvaginal. Descriptive data - uterus: uterus: visualized position: midline orientation: anteverted appearance: no anomalies observed. Echogenicity: no anomalies observed. Endometrium appearance: no anomalies observed. Descriptive data - adnexal structures: right ovary: normal appearing right ovary. Left ovary: 2.5 x 2.5 x 2.2 cm septated left ovary cyst. .. ?? Hemorrhagic comments: normal appearing uterus with essure visualized bilaterally 2.5 x 2.5 x 2.2 cm septated left ovary cyst. Assessment. Pelvic pain. Plan: transvaginal ultrasound. Chlamydia culture. Gonorrhoeae. On (B)(6) 2013, the impression at that time was ovarian cysts and she did not receive treatment. Patient complaint of bloating and sharp pain since essure and on bcps us shows 2.5 cm septated left ovarian cyst essure in place. Past surgical history: colpo; essure; iud. Assessment: pelvic pain. Ovarian cyst. Plan: instructions wants excision of essure diagnostic scope and cystectomy. Continue bcp. On (B)(6) 2013, she is on bcp for 5 months. Assessment depressive disorder anxiety pelvic pain uterine prolapse on (B)(6) 2013, diagnosis: other and unspecified ovarian cyst. Unspecified symptoms associated with genital organ uterine prolapse without vaginal wall prolapse procedure: lavh (laparoscopic assisted transvaginal hysteroscopy) drainage of left ovarian cyst on (B)(6) 2013, assessments: aub on exam her utx is rv and very very tender, usg done was with small roc pain affecting her personal relationship and her ability to work- patient already on oral contraceptive pills. On (B)(6) 2013, stage 1 endometriosis noted operation performed: diagnostic laparoscopy and also a hysterosalpingogram were done. On (B)(6) 2014, she recently had a laparoscopy done which showed evidence of stage 1 endometriosis. She has tried birth control pills in the past without any success. She declines depo lupron and strongly desires to have removal of the uterus. The patient stated the pain and the abnormal bleeding is affecting her personal relationship and ability to work. On (B)(6) 2014, she had the essure procedure and she had a renal stent and recently had a laparoscopy done. Physical examination her cervix was multiparous. The uterus was normal size and tender. Bilateral adnexa were tender. Assessment and plan this is a 21-year-old gravida 4, para 3, with persistent severe pelvic pain, dysmenorrhea, dyspareunia, and abnormal uterine bleeding unresponsive to medical therapy and conservative surgical therapy. She declines depo-provera desiring definitive surgical therapy. She understands also that she may have persistent pain due to the stage 1 endometriosis, however the patient is so young and desires to maintain her ovaries. The patient will be scheduled for surgery on (B)(6) 2014. On (B)(6) 2014, pathology order-surgical procedure pre op diagnosis: pelvic pain specimen: uterus and cervix. She apparently has a nickel allergy. Comment: essure coils included with specimen. Pathologic diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: no pathologic features. Serosal surface: remnant fallopian tube with paratubal cyst. Gross description: there are fallopian tube remnants on both the right and left side right sided remnant measures 1.0 em in length with a diameter measuring 0.4 cm. The left sided remnant measures 1.5 length with a diameter of 0.5 cm. Both remnants were remarkable for silver metallic coiled essure apparatuses. On (B)(6) 2014, surgical pathology report specimen origin: uterus and cervix clinical history: pelvic pain pathologic diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: no pathologic features. Serosal surface: remnant fallopian tube with paratubal cyst gross description: there are fallopian tube remnants on both the right and left side right sided remnant measures 1.0 cm in length with a diameter measuring 0.4 cm. The left sided remnant measures 1.5 length with a diameter of 0.5 cm. Both remnants were remarkable for silver metallic coiled essure apparatuses. The endometrium is tan, slightly thickened hemorrhagic. Representative sections are submitted in six cassettes as follows: I-right sided fallopian tube remnant with cyst, sided fallopian remnant, 3-anterior cervix, 4-posterior cervix, 5-anterior endomyometrium, 6-posterior endomyometrium. Pain assessment: pain scale: 8 to 9 words to describe: sharp location: abdomen on (B)(6) 2013, hysterosalpingogram (hsg) result: total bilateral occlusion. (B)(6) 2013 (per mr). Procedure: laparoscopic hysterosalpingogram (hsg). Findings: the hsg showed a normal endometrium and the essure to be in place and both tubes appeared to be occluded. By laparoscope, she had a normal sized uterus and normal ovaries. She had minimal stage I endometriosis in the cul-de-sac and on the bladder. The rest of the anatomy was all within normal limits. Operative notes: hsg- evaluation, essure in place, tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, depression, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, endometriosis, abdominal distension and uterine haemorrhage. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Event outcome was added for the events: cramping, vaginal hemorrhage, menorrhagia. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A73761(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stent placement (surgery) in 2012, (B)(6) 2010: (B)(6)) in 2010, multigravida (g4 p3013), vaginal delivery (she had spontaneous vaginal delivery x 3 and an ab x 1) and cholecystectomy. Previously administered products included for back pain: motrin; for an unreported indication: mirena in 2010 and birth control pills. Concurrent conditions included parity 3 (understands irreversible and the pregnancy rate is 1%. G4 p3013), nausea since (B)(6) 2013, ovarian cyst since (B)(6) 2013, sickness since (B)(6) 2013, dizzy since (B)(6) 2013, loss of weight since (B)(6) 2013, memory loss since (B)(6) 2013, uterine prolapse since (B)(6) 2013 and dysmenorrhea since (B)(6) 2014. Concomitant products included sertraline (zoloft) since 2013 for fatigue and anxiety, ibuprofen (motrin) and oxycocet (percocet) for pain as well as nsaid's and oral contraceptive nos. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder/urinary (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:bladder/urinary (event splitted for coding)"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ cramping"), abdominal pain lower ("severe cramping"), endometriosis ("endometriosis"), abdominal distension ("bloating") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent one or more surgeries to remove essure,(B)(6) 2014 hysterectomy(full), (B)(6) 2013 laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, dyspareunia and abdominal distension was resolving, the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, depression, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased and uterine haemorrhage outcome was unknown, the alopecia had resolved and the endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: this is a (B)(6) gravida 4, para 3, who presented for evaluation of persistent pelvic pain, abnormal uterine bleeding, dysmenorrhea, and dyspareunia. The patient states this occurred since placement of the essure procedure. Essure was placed with 2 coils on the right and 1 coil on the left without difficulty. At the end of the procedure, there was a bleeder from the right tenaculum site which was sutured with 2-0 monocryl and a bleeder from the ectocervix which was controlled with ring forceps with some pressure. At the end of the procedure, there was no excessive bleeding. She was taken to the recovery room in good condition. Right: 2 coils and left 2 coils. Essure stop date was updated from (B)(6) 2014 to (B)(6) 2014. Removal details, procedure: robotic assisted total abdominal hysterectomy. With preserve the ovaries/ robotic assisted hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Underwent one or more surgeries to remove essure,(B)(6) 2014 hysterectomy (full),(B)(6) 2013 diagnostic laparoscopy. It was reported that patient did not receive any treatment for weight gain and hair loss specifically. Root canal, pulled teeth and dental fillings was performed for dental problems. Approximate weight at the time of essure placement (B)(6) lbs. On (B)(6) 2012, pelvic exam (ultrasound). On (B)(6) 2013, plan-essure, possible bps. She will continue on generess for 3 months until the hcg confirms blockage. On (B)(6) 2013, gynecological ultrasound report background: indication: pelvic pain type of ultrasound performed: transvaginal descriptive data - uterus: uterus: visualized position: midline orientation: anteverted appearance: no anomalies observed. Echogenicity: no anomalies observed. Endometrium appearance: no anomalies observed. Descriptive data - adnexal structures: right ovary: normal appearing right ovary. Left ovary: 2.5 x 2.5 x 2.2 cm septated left ovary cyst. .. ?? Hemorrhagic comments: normal appearing uterus with essure visualized bilaterally 2.5 x 2.5 x 2.2 cm septated left ovary cyst. Assessment: pelvic pain. Plan: transvaginal ultrasound. (B)(6). On (B)(6) 2013, the impression at that time was ovarian cysts and she did not receive treatment. Patient complaint of bloating and sharp pain since essure and on bcps us shows 2.5 cm septated left ovarian cyst essure in place. Past surgical history: colpo; essure; iud. Assessment: pelvic pain, ovarian cyst. Plan: instructions: wants excision of essure diagnostic scope and cystectomy continue bcp. On (B)(6) 2013, she is on bcp for 5 months. Assessment: depressive disorder, anxiety, pelvic pain, uterine prolapse. On (B)(6) 2013, diagnosis: other and unspecified ovarian cyst. Unspecified symptoms associated with genital organ, uterine prolapse without vaginal wall prolapse, procedure: lavh (laparoscopic assisted transvaginal hysteroscopy), drainage of left ovarian cyst. On (B)(6) 2013, assessments: aub on exam her utx is rv and very very tender, usg done was with small roc pain affecting her personal relationship and her ability to work- patient already on oral contraceptive pills. On (B)(6) 2013, stage 1 endometriosis noted. Operation performed: diagnostic laparoscopy and also a hysterosalpingogram were done. On (B)(6) 2014, she recently had a laparoscopy done which showed evidence of stage 1 endometriosis. She has tried birth control pills in the past without any success. She declines depo lupron and strongly desires to have removal of the uterus. The patient stated the pain and the abnormal bleeding is affecting her personal relationship and ability to work. On (B)(6) 2014, she had the essure procedure and she had a renal stent and recently had a laparoscopy done. Physical examination: her cervix was multiparous. The uterus was normal size and tender. Bilateral adnexa were tender. Assessment and plan: this is a (B)(6) gravida 4, para 3, with persistent severe pelvic pain, dysmenorrhea, dyspareunia, and abnormal uterine bleeding unresponsive to medical therapy and conservative surgical therapy. She declines depo-provera desiring definitive surgical therapy. She understands also that she may have persistent pain due to the stage 1 endometriosis, however the patient is so young and desires to maintain her ovaries. The patient will be scheduled for surgery on (B)(6) 2014. On (B)(6) 2014, pathology order-surgical procedure. Pre op diagnosis: pelvic pain, specimen: uterus and cervix. She apparently has a nickel allergy. Comment: essure coils included with specimen. Pathologic diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: no pathologic features. Serosal surface: remnant fallopian tube with paratubal cyst. Gross description: there are fallopian tube remnants on both the right and left side right sided remnant measures 1.0 em in length with a diameter measuring 0.4 cm. The left sided remnant measures 1.5 length with a diameter of 0.5 cm. Both remnants were remarkable for silver metallic coiled essure apparatuses. On (B)(6) 2014, surgical pathology report: specimen origin: uterus and cervix, clinical history: pelvic pain. Pathologic diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: no pathologic features. Serosal surface: remnant fallopian tube with paratubal cyst. Gross description: there are fallopian tube remnants on both the right and left side right sided remnant measures 1.0 cm in length with a diameter measuring 0.4 cm. The left sided remnant measures 1.5 length with a diameter of 0.5 cm. Both remnants were remarkable for silver metallic coiled essure apparatuses. The endometrium is tan, slightly thickened hemorrhagic. Representative sections are submitted in six cassettes as follows: I-right sided fallopian tube remnant with cyst, sided fallopian remnant, 3-anterior cervix, 4-posterior cervix, 5-anterior endomyometrium, 6-posterior endomyometrium. Pain assessment: pain scale: 8 to 9, words to describe: sharp, location: abdomen. On (B)(6) 2013, hysterosalpingogram (hsg), result: total bilateral occlusion, (B)(6) 2013 (per mr). Procedure: laparoscopic hysterosalpingogram (hsg). Findings: the hsg showed a normal endometrium and the essure to be in place and both tubes appeared to be occluded. By laparoscope, she had a normal sized uterus and normal ovaries. She had minimal stage I endometriosis in the cul-de-sac and on the bladder. The rest of the anatomy was all within normal limits. Operative notes: hsg- evaluation, essure in place, tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, depression, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, endometriosis, abdominal distension and uterine haemorrhage. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A73761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stent placement (surgery) in 2012, herpes nos ((B)(6) 2010: positive for herpes type 2) in 2010, multigravida (g4 p3013), vaginal delivery (she had spontaneous vaginal delivery x 3 and an ab x 1) and cholecystectomy. Previously administered products included for back pain: motrin; for an unreported indication: mirena in 2010 and birth control pills. Concurrent conditions included parity 3 (understands irreversible and the pregnancy rate is 1%. G4 p3013), nausea since (B)(6) 2013, ovarian cyst since (B)(6) 2013, sickness since (B)(6) 2013, dizzy since (B)(6) 2013, loss of weight since (B)(6) 2013, memory loss since (B)(6) 2013, uterine prolapse since (B)(6) 2013 and dysmenorrhea since (B)(6) 2014. Concomitant products included sertraline (zoloft) since 2013 for fatigue and anxiety, ibuprofen (motrin) and oxycocet (percocet) for pain as well as contraceptives nos and nsaid's. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), migraine ("migraines / headaches (event splittef for coding)"), headache ("migraines / headaches (event splittef for coding)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder/urinary (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:bladder/urinary (event splitted for coding)"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain/ cramping"), abdominal pain lower ("severe cramping"), endometriosis ("endometriosis"), abdominal distension ("bloating") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent one or more surgeries to remove essure, (B)(6) 2014 hysterectomy(full), (B)(6) 2013 laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, dyspareunia and abdominal distension was resolving, the vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, depression, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased and uterine haemorrhage outcome was unknown, the alopecia had resolved and the endometriosis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: this is a 21-year-old gravida 4, para 3, who presented for evaluation of persistent pelvic pain, abnormal uterine bleeding, dysmenorrhea, and dyspareunia. The patient states this occurred since placement of the essure procedure. Essure was placed with 2 coils on the right and 1 coil on the left without difficulty. At the end of the procedure, there was a bleeder from the right tenaculum site which was sutured with 2-0 monocryl and a bleeder from the ectocervix which was controlled with ring forceps with some pressure. At the end of the procedure, there was no excessive bleeding. She was taken to the recovery room in good condition. Right: 2 coils and left 2 coils. Essure stop date was updated from (B)(6) 2014 to (B)(6) 2014. Removal details, procedure: robotic assisted total abdominal hysterectomy with preserve the ovaries/ robotic assisted hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Underwent one or more surgeries to remove essure,(B)(6) 2014 hysterectomy (full), (B)(6) 2013 diagnostic laparoscopy. It was reported that patient didn't receive any treatment for weight gain and hair loss specifically. Root canal, pulled teeth and dental fillings was performed for dental problems. Approximate weight at the time of essure placement 166 lbs. On (B)(6) 2012, pelvic exam (ultrasound). On (B)(6) 2013, plan-essure, possible bps. She will continue on generess for 3 months until the hcg confirms blockage. On (B)(6) 2013, gynecological ultrasound report background: indication: pelvic pain. Type of ultrasound performed: transvaginal. Descriptive data - uterus: uterus: visualized position: midline orientation: anteverted appearance: no anomalies observed. Echogenicity: no anomalies observed. Endometrium appearance: no anomalies observed. Descriptive data - adnexal structures: right ovary: normal appearing right ovary. Left ovary: 2.5 x 2.5 x 2.2 cm septated left ovary cyst. .. Hemorrhagic. Comments: normal appearing uterus with essure visualized bilaterally 2.5 x 2.5 x 2.2 cm septated left ovary cyst. Assessment: pelvic pain. Plan: transvaginal ultrasound. Chlamydia culture. Gonorrhoeae. On (B)(6) 2013, the impression at that time was ovarian cysts and she did not receive treatment. Patient complaint of bloating and sharp pain since essure and on bcps us shows 2.5 cm septated left ovarian cyst essure in place. Past surgical history: colpo; essure; iud. Assessment: pelvic pain. Ovarian cyst. Plan: instructions. Wants excision of essure diagnostic scope and cystectomy. Continue bcp. On (B)(6) 2013, she is on bcp for 5 months. Assessment: depressive disorder. Anxiety. Pelvic pain. Uterine prolapse. On (B)(6) 2013, diagnosis: other and unspecified ovarian cyst. Unspecified symptoms associated with genital organ. Uterine prolapse without vaginal wall prolapse. Procedure: lavh (laparoscopic assisted transvaginal hysteroscopy). Drainage of left ovarian cyst. On (B)(6) 2013, assessments: aub. On exam her utx is rv and very tender, usg done was with small roc pain affecting her. Personal relationship and her ability to work- patient already on oral contraceptive pills. On (B)(6) 2013, stage 1 endometriosis noted. Operation performed: diagnostic laparoscopy and also a hysterosalpingogram were done. On (B)(6) 2014, she recently had a laparoscopy done which showed evidence of stage 1 endometriosis. She has tried birth control pills in the past without any success. She declines depo lupron and strongly desires to have removal of the uterus. The patient stated the pain and the abnormal bleeding is affecting her personal relationship and ability to work. On (B)(6) 2014, she had the essure procedure and she had a renal stent and recently had a laparoscopy done. Physical examination: her cervix was multiparous. The uterus was normal size and tender. Bilateral adnexa were tender. Assessment and plan: this is a 21-year-old gravida 4, para 3, with persistent severe pelvic pain, dysmenorrhea, dyspareunia, and abnormal uterine bleeding unresponsive to medical therapy and conservative surgical therapy. She declines depo-provera desiring definitive surgical therapy. She understands also that she may have persistent pain due to the stage 1 endometriosis, however the patient is so young and desires to maintain her ovaries. The patient will be scheduled for surgery on (B)(6) 2014. On (B)(6) 2014, pathology order-surgical procedure pre op diagnosis: pelvic pain. Specimen: uterus and cervix.. She apparently has a nickel allergy. Comment: essure coils included with specimen. Pathologic diagnosis: uterus and cervix, hysterectomy: cervix.: mild chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: no pathologic features. Serosal surface: remnant fallopian tube with paratubal cyst. Gross description: there are fallopian tube remnants on both the right and left side right sided remnant measures 1.0 em in length with a diameter measuring 0.4 cm. The left sided remnant measures 1.5 length with a diameter of 0.5 cm. Both remnants were remarkable for silver metallic coiled essure apparatuses. On (B)(6) 2014, surgical pathology report specimen origin: uterus and cervix. Clinical history: pelvic pain. Pathologic diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: no pathologic features. Serosal surface: remnant fallopian tube with paratubal cyst. Gross description: there are fallopian tube remnants on both the right and left side right sided remnant measures 1.0 cm in length with a diameter measuring 0.4 cm. The left sided remnant measures 1.5 length with a diameter of 0.5 cm. Both remnants were remarkable for silver metallic coiled essure apparatuses. The endometrium is tan, slightly thickened hemorrhagic. Representative sections are submitted in six cassettes as follows: I-right sided fallopian tube remnant with cyst, sided fallopian remnant, 3-anterior cervix, 4-posterior cervix, 5-anterior endomyometrium, 6-posterior endomyometrium. Pain assessment: pain scale: 8 to 9 words to describe: sharp location: abdomen on (B)(6) 2013, hysterosalpingogram (hsg) result: total bilateral occlusion (B)(6) 2013 (per mr). Procedure: laparoscopic hysterosalpingogram (hsg). Findings: the hsg showed a normal endometrium and the essure to be in place and both tubes appeared to be occluded. By laparoscope, she had a normal sized uterus and normal ovaries. She had minimal stage I endometriosis in the cul-de-sac and on the bladder. The rest of the anatomy was all within normal limits. Operative notes: hsg- evaluation, essure in place, tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, depression, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, endometriosis, abdominal distension and uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient¿s detail, historical condition, historical drug, concomitant disease, concomitant drug, lab data and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:bladder/urinary, psychological or psychiatric problems condition: depression, migraines / headaches, tooth disorder, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, endometriosis, bloating and abnormal uterine bleeding were added as events. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ( underwent one or more surgeries to remove essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.